Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling implantation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the trocar pierced the dilator sheath. The issue was discovered before the trocar with dilator sheath was passed into the patient. The procedure was completed with another advantage fit system. There were no patient complications reported as a result of this event. The patient was reported to be doing well following the procedure. This event has been deemed reportable based on the investigation finding: dilator detached from sleeve.

Manufacturer narrative:
Visual evaluation of the returned device found one dilator was separated from the mesh assembly and the sleeve appears torn. Tool marks were observed on the dilators. The investigation did not confirm the reported event that the dilator was pierced; evaluation of the device revealed that the sleeve was pierced instead. Review and analysis of all available information indicated the most probable root cause for this event was handling damage, since the event occurred outside the patient, most likely while sliding the dilator tube of mesh assembly onto the delivery device. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. Although the investigation did not confirm that the dilator was pierced, the result code (B)(4) stress problem is being used to capture the pierced sheath and detached dilator.